Manufacturer narrative:
The DHR, complaint trending, retains testing, concomitant product evaluation and visual analysis were not performed as there is sufficient information to determine user error as the cause of the issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to user error as the chemical indicator (ci) strips were placed incorrectly in the concomitant sterrad® 100nx unit. The customer stated the ci strips were being stored inside a pouch underneath a loaded tray. The tsr provided instructions over the phone to the customer and a letter was sent with the instructions for use (IFU) in regards to proper load placement. This issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100_90. The correct lot number is 132611-03.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed express cycle on the sterrad® 100nx cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.